Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required paramedics 5 times within the past week. The customer stated that she has had emergency medical services intervene twice a week for blood glucose levels for a month prior to this. The blood glucose reading at the time of the call was 198 mg/dl. The customer had been hospitalized twice in the last week, including once on (B)(6) 2014. The blood glucose reading at the time of the hospitalization was unknown. She had gone to her doctor and passed out from low blood glucose afterward. The customer stated that she had been very active that she dropped in blood glucose. Confirmed that the reservoir showed the same amount of insulin as shown on the status screen. She also noted that the device had been exposed to a magnetic field from a cat scan. The insulin pump passed the displacement test. On a later occasion, emergency medical services needed to come to her and administered a glucagon injection. Nothing further reported.